Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2018 in the afternoon. Customers stated blood glucose value when admitted in the hospital was over 600 mg/dl and in the evening went up to 900 mg/dl. The customer was treated with insulin drip and insulin pens. Customer also reported that insulin pump receives no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer reports they were not able to rewind the pump. Customer declined to troubleshoot for any other high blood glucose issues. The device will not be return for analysis.